Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was beeping with an alert about the patient's temperature being erratic. They changed the probe, and the device seemed to be working appropriately, but now the screen was blank. Suggested nurse cycle the power. Device screen displayed and gave an alert that the reservoir was empty. Directed nurse to empty the pads. While the pads were emptying the screen went black again. Confirmed the power switch was still illuminated and the device was plugged into a wall outlet. Suggested changing to another device and sending this one to biomed. Explained how to adjust the settings on the replacement device to match where they are in therapy.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was beeping with an alert about the patient's temperature being erratic. They changed the probe, and the device seemed to be working appropriately, but now the screen was blank. Suggested nurse cycle the power. Device screen displayed and gave an alert that the reservoir was empty. Directed nurse to empty the pads. While the pads were emptying the screen went black again. Confirmed the power switch was still illuminated and the device was plugged into a wall outlet. Suggested changing to another device and sending this one to biomed. Explained how to adjust the settings on the replacement device to match where they are in therapy.